Event description:
It was reported that during repair at the user facility the device overheated. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
An evaluation was conducted and the complaint for overheating was confirmed. The investigation is ongoing and a follow up report will be filed when additional information is available.